Event description:
It was reported that during a laparoscopic gastric bypass procedure on the ninth or tenth firing with a white load, there were few malformed staples in the middle outer row of the staple line. Sutures were used to secure the area. The case was complete with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.